Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a 375cc mentor smooth round moderate plus profile saline breast implant prosthesis. Post-operatively, the patient was diagnosed with a deflated right breast implant during an in-office visit with a medical professional. As a result, the patient underwent bilateral removal and replacement with 450cc mentor memorygel boost breast implants on (B)(6) 2025.

Manufacturer narrative:
On february 27, 2025, the mentor analysis lab received the suspect medical device for evaluation. Paperwork received with the device indicated the left device was damage during explantation. On march 05, 2025, mentor completed an evaluation on the returned device. Mentor then conducted a visual inspection, leak testing, and microscopic examination of the device. Visual analysis of the returned device revealed that the breast implant was found to have a tear on the posterior view, measuring approximately 0.7 cm. Leak testing was performed, in accordance with mentor procedures, and no other leak sites were detected during the analysis. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, the microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 13, 2025, mentor was notified that procedural findings included significant window shading bilaterally (left more than right) and a contracted/tight right breast capsule. As an event for the contralateral side was indicated, another file was generated to document the event. This report is for the right breast prosthesis. On march 24, 2025, mentor completed a reevaluation of the device per the new information. The following was added to the device evaluation: updated device evaluation: regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).